Manufacturer narrative:
The reported patient notifier anomaly was confirmed in the laboratory. Bench testing noted an anomalous patient notifier.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine device evaluation, the patient notifier did not vibrate during testing. Device was explanted and replaced. Patient was fine after event.